Event description:
Caller indicated the relion confirm meter was giving variable readings. Woke up not feeling well at 3:34 am took reading of 48 drank orange juice and ate piece of toast went back to sleep woke up and got reading of 237 so she took 8 units of insulin then took a reading around lunch time and got reading of 327. Controls not used. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.